Event description:
The reporter contacted animas on (B)(6) 2012 alleging that a 2.5 unit bolus was programmed into the meter and the pump delivered 10.5 units. The patient's blood glucose reportedly went down to 44mg/dl. The patient was able to treat with juice and yogurt, their blood glucose level resolved to 71mg/dl. There is reportedly no problem with any of the buttons on the meter or the pump. This complaint is being reported based on the allegation that the patient programmed a 2.5 unit bolus and the pump delivered a 10.5 unit bolus. The patient's blood glucose excursion does not meet animas criteria for an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.